Manufacturer narrative:
The customer stated that four days before the incident they had yearly preventive maintenance performed and the tubings were changed. The customer remembered at the time of the event, there was an issue with the sipper pipette prime and leakage in the tubings. The customer changed the tubing which resolved the problem.

Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable low troponin t hs results for two patient samples. Patient 1 initial result was 5.00 ng/l. The repeat result was 620.00 ng/l. Patient 2 initial result was 5.00 ng/l. The repeat result was 2062.00 ng/l. This patient was a (B)(6) female. The initial results were reported outside the laboratory. There was no allegation of an adverse event. The reagent lot number was 176452. The expiration date was requested but was not provided.

Manufacturer narrative:
Further investigation confirmed the cause of the event was an issue with the tubing. The tubing was replaced and the instrument is performing within specification. It was confirmed the issue was resolved.